Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed the right atrial lead exhibited noise, an insulation anomaly was suspected. The noise could not be reproduced with provocative testing. The patient's condition was good. No intervention was performed; the patient would be monitored.

Event description:
New information noted that the right atrial lead continued to exhibit noise. The lead was capped and replaced on (B)(6) 2016. The patient's condition was good post procedure.